Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The products have not been returned for analysis. Method: no testing methods performed.

Event description:
It was reported that two blades would spring apart at the tip as soon as it started to spin. There was no patient impact. The surgeon used another blade to continue with surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.